Event description:
It was reported that the pump battery could not be charged. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for this issue; however, no response was received. Additionally, it was reported that the customer experienced a high blood glucose (bg) level of 565 mg/dl, cause was unknown. No further information was obtained as customer declined troubleshooting for this issue with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.